Manufacturer narrative:
Block b3: date of event unknown. Approximated 6 months prior the manufacturer becoming aware of the event.

Event description:
It was reported that experienced a scab at the deep brain stimulation (dbs) right side burr-hole cover site. It was noted the patient administered self-care after experiencing an accidental fall not related to dbs device and hit their head at the right-side burr-hole cover site causing a scab to form exposing the device, per the physicians assessment. The patient underwent a procedure where the burr-hole cover incision site was irrigated and debrided before re-suturing and completing the procedure. The patient did well post-operatively.